Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the defibrillation conductor (not obstructed), the inner tubing was kinked/buckled, the outer insulation was torn, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the lead appeared damaged at implant and the lead was stretched.

Event description:
It was reported the lead was difficult to move due to the patient's anatomy. The lead was positioned in three locations with unsatisfactory results. At the third location, the helix would not extend and there appeared to be some stretching of the proximal conductors. The lead was removed and replaced. No patient complications have been reported as a result of this event.